Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a small blood leak from the secondary probe of the coulter lh500 hematology analyzer, which then leaked onto the counter and the floor. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the rinse block for the secondary probe was not properly aligned. The fse aligned the rinse block for the secondary probe to resolve the leak. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak is attributed to the misalignment of the rinse block for the secondary probe.